Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
The patient presented with impaired healing and fluid leakage at the rns neurostimulator incision site. The patient underwent a wound debridement after being diagnosed with a superficial incisional infection. This center implants a customized cranial implant (non-neuropace product) when placing the rns neurostimulator.

Manufacturer narrative:
(B)(4). Additional details were provided regarding the event from the treating center. As previously reported, the patient underwent a wound debridement after being diagnosed with a superficial incisional infection. In addition, the patient underwent explant of the rns neurostimulator on (B)(6) 2021 as well as the repair of a possible csf (cerebral spinal fluid) leak and placement of a lumbar drain (ld). Cultures were performed but results were not provided.

Event description:
Additional information was provided by the treating center.